Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 1-2, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed a pool of fluid inside the device's bottle (at the bottom of the bottle) which suggests leak. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the issue occurred during an unspecified date of february 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from inside the plastic casing. This issue was detected during administering fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.